Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, between 6:00 and 7:00 pm, while at home, a family member noticed a decline in the patient¿s condition and called for an ambulance. Approximately two hours prior, the cgm displayed a reading of 370 mg/dl, prompting the patient to self-administer insulin. By the time emergency services arrived, the patient was reportedly barely conscious. His blood pressure was elevated but quickly returned to normal. A low blood glucose level was recorded (exact value not reported). The patient was treated by paramedics with a glucose injection (intended to be glucagon) and was subsequently transported to the hospital. The patient¿s symptoms improved, and he was discharged around 11:00 pm on the same day. At the time of reporting, the patient had fully recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to the investigation could not be performed. No additional patient or event information is available.